Event description:
Information was received based on review of a journal article titled, "mid-term results for three contemporary total knee replacement designs ¿ a comparative study of 104 patients with primary osteoarthritis¿ which compared retrospectively the mid-term clinical and results of three contemporary knee designs in cohorts operated on in the same hospital during the same time period. The study followed one-hundred four (104) consecutive patients who were implanted with one-hundred twenty-nine (129) knees between january 1998 and december 2001. Forty-four (44) patients received a biomet agc knee; forty (40) patients had one competitor knee and forty-five (45) patients had another competitor knee. The journal article reports the following adverse events: nine (9) revisions due to unknown reasons, one (1) incident of pulmonary embolism (pe), one (1) incident of deep vein thrombosis (dvt). The journal article concluded that most of the revisions could be directly linked to perioperative surgical errors. In conclusion, the most recently introduced knee replacements of the present study (duracon and nexgen) did not show any clinically significant benefit over the older design (agc) in the mid-term.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by e. Koskinen1, et al; scandinavian journal of surgery 99: 250¿255, 2010.

Manufacturer narrative:
The product was not available for return. Root cause could not be determined due to insufficient information. Due to a lack of part and lot numbers, manufacturing, deviation and complaint histories were unable to be located and assessed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "mid-term results for three contemporary total knee replacement designs ¿ a comparative study of 104 patients with primary osteoarthritis¿ which compared retrospectively the mid-term clinical and results of three contemporary knee designs in cohorts operated on in the same hospital during the same time period. The study followed one-hundred four (104) consecutive patients who were implanted with one-hundred twenty-nine (129) knees between january 1998 and december 2001. Forty-four (44) patients received a biomet agc knee; forty (40) patients had one competitor knee and forty-five (45) patients had another competitor knee. The journal article reports the following adverse events: nine (9) revisions due to unknown reasons. One (1) incident of pulmonary embolism (pe). One (1) incident of deep vein thrombosis (dvt) . The journal article concluded that most of the revisions could be directly linked to perioperative surgical errors. In conclusion, the most recently introduced knee replacements of the present study (duracon and nexgen) did not show any clinically significant benefit over the older design (agc) in the mid-term. Nine (9) revisions was identified in the article that underwent revisions due to unknown reasons on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.